Event description:
Needlestick injury occurred in ER dept. The rn reported the needle did not retract after pushing the button three or four times. She turned to place the unit in a sharps container when she was bumped by a co-worker. The exposed needle went into her finger. Protocol testing completed and results negative.

Manufacturer narrative:
The medwatch report was filed based on info rec'd indicating that a needle stick injury had occurred. The medwatch report was based on erroneous info rec'd and has since been clarified. Additional info rec'd from reporter indicated that a needle stick injury did not occur with this unit. Clarification of the event indicated that the unit failed to retract but a needle stick injury did not occur. Submitted supplemental 02/01/1999.